Event description:
A biomedical technician (bmt) reported that during a hemodialysis (hd) treatment the blood pump rotor guide pin came off and damaged the blood pump tubing. There was minimal blood loss for the patient of 225ml. There was no harm or intervention required. The patient was able to complete treatment on a new machine with a new setup of supplies. The bmt has new part on order and will be replacing the rotor soon.

Manufacturer narrative:
D.9., h.3. Plant investigation: a blood pump rotar was returned to the manufacturer for physical evaluation. The bloodline was not returned for investigation. The rotor was returned with both rear sleeves loose and deformed. An inspection on both rear guide pins have signs of debris and wear markings. The magnet is also damaged and loose. Reinsert the sleeves and magnet onto the rotor assembly and install the rotor onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min) for 2 hours. However, one of the rear sleeve dislodge from the pin and was rubbing against the rotor housing creating a ¿clicking¿ noise. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. Therefore, the complaint event was confirmed.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed. The reported complaint symptom code physical damage was confirmed. A mechanical problem was identified and cause was traced to component failure. This was determined due to the guide pin puncturing the bloodline. The reported complaint loose component was confirmed and a mechanical problem was identified. Cause traced to component failure was due to the mechanical failure on the blood pump rotor. The reported complaint of fluid leak was confirmed. Mechanical problem identified and cause traced to component failure due to the damaged bloodline caused by the rotor. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. The complaint event was confirmed.

Event description:
A biomedical technician (bmt) reported that during a hemodialysis (hd) treatment the blood pump rotor guide pin came off and damaged the blood pump tubing. There was minimal blood loss for the patient of 225ml. There was no harm or intervention required. The patient was able to complete treatment on a new machine with a new setup of supplies. The bmt has new part on order and will be replacing the rotor soon.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (bmt) reported that during a hemodialysis (hd) treatment the blood pump rotor guide pin came off and damaged the blood pump tubing. There was minimal blood loss for the patient of 225ml. There was no harm or intervention required. The patient was able to complete treatment on a new machine with a new setup of supplies. The bmt has new part on order and will be replacing the rotor soon.